Event description:
A hvlic was reported on a current/promote device. It was suspected that the df-1 setscrew was loose. The pocket was re-opened to reset the setscrew. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.